Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The transmitter could not be tested due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported his insulin pump was exposed to water, and since then he has had issues with inaccurate sensor readings. Customer's blood glucose was unknown. He stated the device got wet in the rain months ago. There was liquid visible under the display. Customer tried drying it out with a blow dryer. After a few weeks, the moisture seemed to go away, but now his sensor readings are widely inaccurate. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.